Event description:
It was reported that the patient thought "something had moved up, maybe on a nerve." About one year prior to the report she noticed change and it had become worse over the last 5 months prior to the report, in that she could hardly sit anymore and it was painful in the leg. She experienced this pain whether stimulation was on or off. There were no falls reported, however, it was mentioned that in 2010 the patient was involved an auto accident. She did go to hcp (health care professional) after the accident, her device was checked using the clinician programmer and everything was fine. No imaging was performed. The location of the patient's symptoms was at ins (implantable neurostimulator) location, which was on the left side. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient; product ID: 3998, lot# v015626, implanted: (B)(6) 2007, product type: lead: product ID: 3708240, serial# (B)(4) implanted: (B)(6) 2007, product type: extension; product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).